Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010903 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 6 bd alaris¿ smartsite¿ gravity blood sets had kinked tubing. The following information was provided by the initial reporter: "it was reported by customer that the tubing "crimping up during procedures."